Event description:
It was reported that the battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) device appeared to have decreased from 48% to 15% between follow ups. The patient also reported a ventricular tachycardia (vt) storm which resulted in 34 shocks form the device. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was later explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis due to physician decision as stated by the field representative.

Event description:
It was reported that the battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) device appeared to have decreased from 48% to 15% between follow ups. The patient also reported a ventricular tachycardia (vt) storm which resulted in 34 shocks form the device. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was later explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as stated by the field representative.